Manufacturer narrative:
Correction b5: during evaluation of a spectrum infusion pump the device failed flow rate accuracy testing. Correction h11: the device was received for evaluation. During evaluation the device was tested for flow rate accuracy at a rate of 40ml/hr for a volume to be infused of 40ml and at a rate of 40ml/hr for a volume to be infused of 20ml. The device delivery results were 42.992ml (7.48%) and 21.231(6.155%). These values are outside 5% specification thus pressure plate travel will be performed. An overinfusion less than or equal to 10% is unlikely to cause or contribute to a serious harm, death, or serious injury if it were to recur. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed flow accuracy test. This occurred during testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported symptom "failed flow rate accuracy test" was reproduced. The device was tested for flow rate accuracy and it failed with error percentages of (B)(4). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be pressure plate travel. The pressure plate travel requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.